Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system locked up and would not save images during a case. No patient injury was reported.